Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. There were no unexpected no delivery alarms noted. The insulin pump was received with a cracked case at the reservoir tube window corners and a minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked case at the reservoir tube window corners and a minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer stated that they had 3 no delivery alarms while trying to troubleshoot and 2 additional times this week. Customer is using a new infusion set and reservoir. Caller stated that it keeps going through rewind/prime due to the no delivery alarm. Customer's blood glucose was over 400 mg/dl. Customer treated with a shot. Customer stated that the insulin is able to exit the tubing during priming. Customer reported that they receive a no delivery alarm while priming. Troubleshooting as performed and the pump alarmed no delivery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.